Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the customer loaded 300 units of insulin into the cartridge. In addition, it was reported that insulin was not observed to be exiting the tubing during the fill tubing step. Customer's blood glucose level was 330 mg/dl. Reportedly, the customer successfully loaded a new cartridge to resolve the issue.